Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, the wife of a (B)(6) male patient contacted zoll customer support to report that the patient had weeping blisters around the area where the back therapy pads sit. The patient's doctor recommended hydrocortisone cream to treat the irritation. There was no further follow-up information on the condition of the irritated area.

Manufacturer narrative:
Device evaluation summary - biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.